Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument's top was bent. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 44.93 mm from the distal tip. The main tube is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.